Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting treatment to the abdomen and flanks area using a cooladvantage plus, coolcurve plus contour applicator on (B)(6) 2021 and (B)(6) 2021 developed paradoxical adipose hyperplasia (pah) 2 months after treatment. Tissue described as firmness in all treated areas.

Manufacturer narrative:
Additional information: b5.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting treatment to the mid and lower abdomen and flanks on (B)(6) 2021 and (B)(6) 2021 using a cooladvantage coolcurve and cooladvantage coolcurve+ applicators and developed paradoxical adipose hyperplasia (pah/ph). Patient underwent secondary liposuction and presented with recurrent pah to the mid and upper abdomen.

Manufacturer narrative:
Corrected data: a2, b3, d1, g1, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting treatment to the mid and lower abdomen and flanks on (B)(6) 2021 using a cooladvantage coolcurve and cooladvantage coolcurve+ applicators and developed paradoxical adipose hyperplasia (pah/ph). Patient underwent secondary liposuction and presented with recurrent pah to the mid and upper abdomen.